Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The e-100 generator was analyzed and found that the reported complaint could not be replicated. This unit was installed onto the test system and manually power cycled 10 times. The e-100 powered on with no issue each time. A vessel sealer extend (vse) instrument was installed onto the unit with a saline dipped gauze in the jaws. E-100 was fired with yellow pedal/sync activation and cut/seal about 100 times. Additionally, the vse was used to attempt many times to prompt energy error messages by grabbing too little or too much gauze. The unit showed no trouble sounding warning tones and the system presented a message to correct each time. Unit passed visual inspection. The complaint was not confirmed based on failure analysis. Device history record (DHR) review for system involved with the reported event has been completed. No non-conformances were identified to be related to this complaint. The probable root cause of this issue is attributed to electrical or fiberoptic defects related to a e-100 generator component or module.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the customer contacted intuitive surgical, inc. (Isi) technical service engineer (tse) and reported that the bipolar was not making the warning beep when grasping too little tissue. The tse reviewed onsite logs which showed error 25913 (m-12) on the integrated electrosurgical unit (iesu). Tse instructed customer to reboot the iesu and they did. The staff was unable to see if that worked as the doctor didn't need to use energy at this time. Staff was proceeding with the case. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the e-100 generator to resolve the issue. The system was tested and verified as ready for use. The product has been received and the fa is still in progress. The complaint was confirmed based on the field evaluation.